Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter has a power issue (battery indicator). Two days later, this medical surveillance specialist obtained the answers to the follow-up questions. The patient tests her blood glucose 2 to 3 times per day (once in the morning before breakfast, once before work (in the evening) and sometimes when she gets back from work). The patient manages her diabetes with oral medication (glucophage and avandia). The battery indicator issue began approx five days prior to contact. After the product issue began, the patient reportedly could not test her blood glucose on the subject meter on any other device. The patient did not take any insulin and had a late brunch (bagel with cheese and bacon with a glass of fruit juice). The patient did not partake in any strenuous activity. Right before suppertime, the patient allegedly developed symptom of shaking and promptly administered self-treatment with juice and food. The symptoms lasted for 5 minutes. The patient claimed that on days she eats brunch (such as the day in question), her blood glucose normally goes lower (around 3 mmol/l) during the night. The patient's diabetes medication was not changed immediately before or after the day of the reported symptoms. During troubleshooting, the customer care advocate verified that the battery needed to be replaced based on the information provided, there was no product misuse, and the patient did not have a replacement battery. This complaint is being reported because the patient claimed she had symptom that can be associated with hypoglycemia after the power issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.